Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up, an excessive rf telemetry alert and a cybersecurity alert was noted. Rf telemetry was reestablished by continuously pressing the button. No patient symptoms were reported, and the patient will continue to be monitored.